Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the reason for new device opened and discarded/destroyed is noted as "ruptured while suturing."

Event description:
Healthcare professional selected the reason for new device opened and discarded/destroyed on the device tracking form "ruptured while suturing." Device was not implanted.